Manufacturer narrative:
Investigation evaluation: our evaluation of the photo provided from the customer of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The photo shows damaged coating near the distal tip of the device, and the core wire is exposed. Based on the markings at the distal end, approximately 5.2 cm to 5.8 cm from the distal end is a section of bare core wire. It cannot be determined if any sections of the coating are missing. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat 2 calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat® 2 calibrated tip wire guide. The problems occurred while inserting the guidewire into the common bile duct (cbd). The guidewire did not move and the nurse struggled to remove the device and the coating was peeled off. The procedure was completed with another device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.